Event description:
In 2003, pt was under anesthesia laying in prone position on device #1. Physician was using hand control to adjust table but was not responding. While waiting for engineering to respond, physician released the lock on the table and the pt's weight made the table flip to where the pt fell to the floor, sustaining a scalp injury. The pt was awakened in the or and assessed by the physicians. A CT scan was performed on the pt, which revealed minor soft tissue injury to rib cartilage. The original surgery procedure was performed at 1400 hours and the head laceration was sutured.